Event description:
The biomedical engineer (bme) reported that the bedside monitors are randomly powering off. They have to reboot the monitor to power them on. The stated the unit did not have any lights while it was powered off. They do not have a battery. No patient harm was reported.

Manufacturer narrative:
The biomedical engineer (bme) reported that the bedside monitors are randomly powering off. They have to reboot the monitor to power them on. The stated the unit did not have any lights while it was powered off. They do not have a battery. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.